Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 04/30/2009, that a customer had an issue with a dialysis catheter. Customer states the patient had a catheter with cracked hubs and the catheter needs to be pulled and replaced.